Event description:
Customer reported damage to the pump housing and the area surrounding the usb port, which affected the ability to charge the pump and led to the pump shutting down. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.